Event description:
Decrease in r-wave from patient baseline. Currently measures 6.5 mv, appears to have been trending around 16 mv prior to (B)(6) 2024. No undersensing noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).